Event description:
Shortly, after an implant procedure, the pt's reported numbness in the lower limbs. The physician's assistant believes numbness was related to trauma of the implant procedure. The pt had since recovered and is doing well.

Manufacturer narrative:
The pt's system remains implanted and will not be returned for evaluation. This is a final report.